Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose level increased to greater than 25 mmol/l (450 mg/dl) while wearing the pod for approximately 1 to 4 hours. The patient reportedly continued administering insulin and doubled their insulin-to-carbohydrate ratio in response to the elevated glucose levels, noting that it took approximately five to six hours for the blood glucose levels to decrease. The patient also reported that the pod site was wet, which prompted removal of the pod. Upon removal, the patient noted that the cannula was dislodged from the infusion site (hip/buttocks) prior to removal. The patient reported that the adhesive remained secure during wear.